Event description:
A patient reported experiencing inaccurate low results with a one touch ii meter. The patient's blood glucose results was 112 mg/dl. Only one result documented. Tests were done within 21-30 minutes. Patient did not experienced any adverse events. No further information has been reported.